Event description:
A customer reported that their insulin pump was experiencing a cartridge change error. There was no adverse impact on the customer's blood glucose level. The customer attempted to resolve the issue by inspecting the o-ring and cleaning the pump but was unable to successfully load the cartridge. They resorted to using multiple cartridges without success. Tandem technical support guided the customer through troubleshooting steps, including filling a new cartridge, but the issue persisted. Ultimately, the customer switched to manual insulin delivery (mdi) as a backup therapy. An out-of-warranty loaner pump was sent to the customer as a corrective action.